Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was at their regular follow up, it was found in a computed tomography (CT) scan that the patient had an outflow graft stenosis. There was no hint of the issue in the log files and the patient was asymptomatic. The patient was admitted to the hospital and a stent would be inserted at the constrained part.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of aortic-graft stenosis could not be confirmed as no product was returned for evaluation and no images were provided by the account for review. An attempt was made to obtain additional information regarding the reported event; however, it was communicated that due to privacy law restrictions the account would not provide any patient related information such as CT images, patient status, or treatment strategy. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29apr2016. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.